Manufacturer narrative:
An event of the continued perfusion of the ductus post placement and before release from the delivery cable was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device was not implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following placement of a 7mm amplatzer duct occluder, there was persistent ductal flow. The device was re-sheathed and removed from the patient. As the facility did not have a larger occluder available to complete the procedure, the case was abandoned. The patient was recovered and will be rescheduled in the future when a larger device is available for further intervention.